Event description:
It was reported that the patient was unhappy and did not adjust well to the preloaded multifocal intraocular lens (iol), model dxr00v that was implanted. The patient reported experiencing moderate to severe blurred vision, photophobia, and glare of the left eye. The patient did not show improvement over several months which led to the decision to have the lens explanted by another surgeon at a different surgery center. The complaint device is discarded. No additional information provided.

Manufacturer narrative:
Section a4, a5, and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is after dec 5, 2024. Section d6b: if explanted; give date: unknown, information was requested but not provided. Section h6: health effect - clinical code: 2140 photophobia, 2140 glare surgical intervention required. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint was received for this po. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.